Event description:
Call from patient transferred by (B)(6), psr with report of malfunction of ms3 ((B)(4)) that was just shipped to patient. Patient stated she drew up 2ml remodulin but that after she loaded the syringe the volume read a little higher that 2ml. She stated it was possible she drew up a little more than 2ml. She started the pump and felt that it was running and went to sleep. She awoke 3-4 hours later with acute sob and noted that the volume still read about 2ml. She switched to her other pump which read 1.7ml remaining. She did not experience any se up starting infusion with other pump and gradually had improvement in her breathing and went back to sleep. She awoke this morning and is having no further trouble breathing but is not comfortable using the new pump. I told her we would send another replacement ms3 pump. Reason for use: pah.